Manufacturer narrative:
Device evaluated by MFR: the encore 26 single unit was returned with the device housing separated and the gauge unattached. The device was disassembled and it was observed that one tab was bent out of shape and misaligned with the connector into which it snaps. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing related. (B)(4)

Manufacturer narrative:
Age at time of event : (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure gauge detachment occurred. The target lesion was located in the obtuse marginal (om) artery. A promus stent was successfully deployed to treat the target lesion. While attempting to deploy a second promus stent, the gauge of the encore inflation device "fell off" and the device "broke apart". The stent balloon was deflated with a syringe. Another of the same inflation device was used to successfully deploy the stent. No patient complications were reported and the patient's status us fine.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure gauge detachment occurred. The target lesion was located in the obtuse marginal (om) artery. A promus stent was successfully deployed to treat the target lesion. While attempting to deploy a second promus stent, the gauge of the encore inflation device "fell off" and the device "broke apart". The stent balloon was deflated with a syringe. Another of the same inflation device was used to successfully deploy the stent. No patient complications were reported and the patient's status us fine.